Event description:
An abbott medisense precision pcx glucose meter was used for multiple pt tests in 2003. Those test results were found to have the wrong date and/or time of sample testing recorded in the glucose meter. Note: this same problem was reported last year in 04/2002 and 05/2002.